Event description:
A portion of the catheter tubing remained in the pt and had to be surgically removed.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).